Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of ulcerative lesion from vaginal vault, anterior/posterior repair, enterocele repair, intraperitoneal uterosacral vaginal vault suspension and cystoscopy. It was reported that patient underwent abdominal sacral colposuspension using synthetic polypropylene mesh with colporrhaphy, and perineorrhaphy on (B)(6) 2013 due to recurrent pelvic relaxation, symptomatic rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/11/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe pelvic relaxation sui, and intrinsic sphincter deficiency. It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to chronic diverticulitis with probable colovaginal fistula, and pelvic sling mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/02/2016.

Manufacturer narrative:
It was reported that post implantation, patient experienced pain, erosion, extrusion, infection, dyspareunia and urinary disturbances. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.